Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the allegation against the lead was confirmed. It was determined that a complete lead was not returned. The lead body was inspected and it was revealed that the lead tip was missing. Moreover, end of lead wires indicates tearing, away from the lead body which likely occurred during the extraction surgery. Furthermore, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that during an explant procedure, the distal tip of this right ventricular (rv) lead broke off. The lead was removed from the right ventricle and retracted all the way into the subclavian vein. However, the lead could not be removed beyond the subclavian vein and during traction, the distal tip of the lead broke. Approximately 2-3 centimeters (cm.) Of the distal lead had lodged in a stenosed subclavian vein. The patient then underwent an additional procedure of endovascular retrieval of the retained pacer lead fragment which was successful via internal jugular vein access under fluoroscopic guidance. The patient tolerated the procedure well and was discharged in stable condition. This rv lead was explanted. No additional adverse patient effects were reported.